Manufacturer narrative:
Date of event - aware date of (B)(6) 2021 was used as the event date is unknown.

Event description:
It was reported via social media that a death occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. At an unknown timepoint, the patient developed a blood clot causing a severe stroke. The patient died eleven days after the stroke. No additional information is known at this time.